Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device patient list was not coming up. A technical support specialist (tss) checked the synchronization information and found that the station was not uploading or downloading data. The tss performed a data synchronization on the station and applied the knowledge article (ka) proper data sync 2.0 procedure. The tss confirmed that the station was communicating and issue resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user stated that the patient list was not appearing. Multiple users encountered this issue and had to enter patient information manually. The user noted that the same issue occurred approximately one year ago. There were no adverse events or injuries reported based on this event.